Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead recorded a red alert due to high, out of range shock impedance. Additional information received indicates that there have been no additional out of range impedance measurements. The patient will continue to be monitored. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks on the case. No other anomalies were observed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the patient was in for a normal change out procedure when interrogation revealed that the daily measurements for right ventricular (rv) shock impedances were programmed off. Boston scientific technical services (ts) was consulted and discussed the previous high out of range shock impedance measurements. Upon review of the measurements it was noted the shock impedance was greater than 125 ohms. Defibrillation threshold (dft) testing was performed and yielded the same high out of range shock impedance measurements. The procedure was post poned, but a change out procedure did occur approximately one month later where the rv lead and implantable cardioverter defibrillator (ICD) were explanted. No additional adverse patient effects were reported.